Event description:
It was reported that the device on button illuminates, but it fails to power on. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio isolated the cause for the malfunction to be the main control keypad assembly. Physio replaced the main control keypad assembly and observed proper device operation through functional and performance testing. The device was repaired and returned to the customer for use.